Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had noise in the image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image had noise due to damage to the charged coupled device, the bending section rubber was scratched, and the adhesive on the bending section rubber was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during an unknown therapeutic procedure. The procedure was completed with a new device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported noisy image could not be determined, however, it is probable that that the event was caused by failure of the image sensor unit, defect of the internal board of the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.